Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Two devices were returned for analysis. Both devices arrived in good visual condition. The breakaway washers were present and cut and there were no staples present, indicating that the devices achieved a full firing stroke. The devices were reloaded with staples, a new washer was placed on the devices and they were tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure the tissue of the distal anastomosis ring was damaged. Took new instrument and the same problem occurred. The patient got an anus praeter. No further information is available. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
The patient suffered from diabetes mellitus including renal insufficiency, had overweight, had been treated with neo-adjuvant chemotherapy. A purse string suture was performed with purse string clamp during the procedure. An artificial stoma is temporary patient had been informed, that artificial stoma might become necessary during the procedure.

Manufacturer narrative:
(B)(4).